Event description:
The national death index indicated that the patient's cause of death was "other and unspecified convulsions." The date of death is (B)(6) 2008.

Event description:
It was reported that the vns patient passed away due to sudep. No additional information relevant to the patient¿s death has been received to date.